Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer also stated they are having issues with pump delivery, it is not releasing to her body. The customer was hospitalized, not diabetes related. The customer's blood glucose was between 100mg/dl-460mg/dl. The customer stated the pump alarmed no delivery. The customer stated the cannula was slightly bent. The customer was advised to discontinue use of the pump and revert to back up plan.